Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) lead, leading to inappropriate anti-tachycardia pacing (atp). The patient presented to the clinic and the isometric testing was performed. The noise was easily recreated. Subsequently, a revision procedure was performed and the ICD was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.